Event description:
Subsequent to the initial medwatch report filed, additional information was provided which states, a slight resistance was felt with the lesion. During the first inflation at 8 atomospheres, it was noted that contrast had escaped as the balloon was ruptured. It was further reported that during preparation of the device, prior to use, the balloon was submerged in distilled water, rather than saline.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the mini trek balloon was positioned in the patient. During inflation, it was noted that had contrast escaped as the balloon was ruptured. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx mini trek balloon catheter found blood and contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and a rupture during use in the patient anatomy. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was moderately calcified, which may have contributed to the resistance. Using a new indeflator filled with water, an attempt was made to pressurize the balloon; however the fluid would not advance into the balloon catheter. The catheter was left pressurized and the contrast and blood dissolved. There was fluid leaking from a pinhole in the distal end of the balloon, confirming the reported rupture. The pinhole was over the distal marker band and 2 mm proximal to the distal seal. There was a scratch on the balloon distal to the pinhole. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. In this case, an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 8atm which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. It was reported the balloon was submerged in distilled water during preparation. It should be noted the trek instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It does not appear that the soaking of the balloon in distilled water contributed to the balloon rupture. A review of the lot history record for the reported lot revealed no associated non-conforming material records to have contributed to the reported complaint. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. It is likely an interaction with the moderately calcified lesion contributed but to the reported resistance during advancement and balloon rupture. The analysis of the returned device did not indicate any evidence of a product quality deficiency.